Manufacturer narrative:
This report is for an unknown reamer/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
This report is being filed after the review of the following journal article: giori, n. Et al (2011), femoral fracture after harvesting of autologous bone graft using a reamer/irrigator/aspirator, journal of orthopaedic traumavolume 25, number 2, february 2011 pages 12-14 (USA). This study presents a case report of the use of one alternative that provides a large volume of autologous graft involving reaming of the femoral intramedullary canal with the ¿reamer/irrigator/aspirator (ria) system (synthes, inc, west chester, pa) that can provide large quantities of autologous bone. To date, the only complications of this procedure that have been reported were technical intraoperative errors, a perforation of the distal femoral cortex in one case, and excessive reaming of the femoral neck in another. This report is for an unknown synthes reamer/irrigator/aspirator (ria) system. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.